Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo indicates that the tubing set was leaking at the inlet port of a y-site smartsite. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation along with the manufacturing and quality operations team, picture evidence the leakage in the tubing/y-site arm engagement, however, photo does not give us enough evidence to define a potential root cause that generates condition reported. This condition may be related to a lack of solvent in the tubing and/or a issue in the insertion of the tubing by the production personnel. No actions were taken for this complaint since picture evidence the leakage reported but it does not give us enough evidence to define a potential root cause. However, improvements will be implemented to the manufacturing process updating the frequency control record for the assembly lines. A device history record review for model 10015861a lot number 25055230 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: tubing was leaking below the y-site. No adverse events or injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.